Event description:
The patient reported blood glucose results of "1.1 mmol/l and 6.9 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.